Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that the issue was resolved by customer, and no further investigation was required. Then the fse verified through application that the device was communicating. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a manufacturer 10 count card became lodged between drawer 1 and 2.1, and while accessing the back panel to remove it with all drawers open the unit was briefly tipped, triggering shill alarms although no drawers contacted the ground, the device subsequently failed to reconnect, resulting in a device connectivity failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.